Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was speaker malfunction. The device was out of use at the time of event. No adverse event was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate no speaker sound at start up test. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
The philips authorized repair facility and has been investigated by the philips complaint handling team. It was identified during bench testing that the mx40 1.4 ghz smart hopping device had no audio sound.